Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 525mg/dl. Customer¿s current blood glucose was 307mg/dl and they took insulin for a 100 calorie yogurt. Customer was treated with syringe. Customer had symptoms like nausea. Customer mentioned that insulin pump alarmed for no delivery. Customer alleged possible under delivery. Drive support cap appears normal. Insulin pump will not be return for analysis.